Event description:
The facility reported an infuso.r. Pump with "syringe holder broken." Pump was being carried to room in the operating room when this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of, "syringe holder broken" was confirmed during device evaluation. The cause of the problem was physical damage to the syringe holder. The problem was not fixed because the device was returned to the customer unrepaired.